Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the reported event was confirmed via visual inspection of the returned device. Per visual inspection, wear and deformation was identified around broken tip. The device was approximately 8 years old at the time of the event. Manufacturing files were reviewed and no revealed anomalies were found. Conclusion: the most likely root cause of the tip fracture is normal wear due to device age.

Event description:
It was reported that the tip of screwdriver broke off intra-op. All broken fragments were retrieved successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that the tip of screwdriver broke off intra-op. All broken fragments were retrieved successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.